Manufacturer narrative:
Product analysis: the device was received with chipped cover, rubber bumpers missing and no output. Chipped cover parts have been replaced. The device has been successfully tested according to its manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not working. There was no patient impact.

Manufacturer narrative:
Initial aware date should be 2019-09-06, an email attachment (not in english) dated (B)(4). Was translated on (B)(4). The translation states that on (B)(4). There was a device allegation of not working. If information is provided in the future, a supplemental report will be issued.